Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found contamination on the ui panel and top enclosure. An internal visual inspection was completed by the manufacturer. The manufacturer found dust on the blower assembly. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer confirms the presence for degraded sound abatement foam residue in the device. The manufacturer also observed external contamination and dust contamination on the blower. In the initial report clinical symptoms of difficulty breathing, sore throat, and gagging were not mentioned which have been updated in this report.

Manufacturer narrative:
Additional information was received on jan 01 , 2023 and section h10 should be reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a sinus infection. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.